Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a revision to long titanium trochanteric fixation nail (tfn). The surgeon removed bilateral femoral neck systems due to stress risers at the level of the shaft screw. The femoral neck systems were implanted about a year and half ago, and they were removed and replaced with long tfn¿s. On the left side, the shaft screw would not come out, so the surgeon had to cut the plate just proximal to the shaft screw. The right side came out easily. Procedure was completed successfully without any surgical delay. Patient status is unknown. This report captures the post-op event of revision due to stress risers at the level of the shaft screw, while related complaint (B)(4) reports the intra-op event of the shaft screw that would not come out, so the surgeon had to cut the plate. This report is for one (1) femoral neck system pl 1 hole - sterile. This is report 1 of 6 for complaint (B)(4).